Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (RV) channel. Technical Services (TS) reviewed the episodes and determined the signals were oversensed, further noting that a non-Boston Scientific RV lead was implanted in the left bundle branch port. TS recommended an in office check to evaluate the integrity of the non-Boston Scientific lead and helped with rate counts. TS confirmed the system measurements and diagnostics are normal otherwise. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Known Inherent Risk of Device.